Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with undefined units of insulin during the load sequence. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 10 mg/dl. Cause was not known. Customer declined troubleshooting from tandem technical support. No additional information was provided. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.